Event description:
This is an international report where the spike got bent. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab to have a bent spike tip. The cause of this bend is due to use/mis-use conditions during set use. The lot number is unknown; therefore, a batch review cannot be performed. This issue has been escalated to CAPA.